Event description:
A nurse reported folding issues during intraocular lens (iol) implant surgery, the capsule tore when the surgeon attempted to insert the lens. The nurse reported that a vitrectomy was performed and the lens was removed and replaced with an anterior chamber lens. The incision did not require enlargement.

Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. Results show a lens cut in 2 pieces across the optic and one distorted haptic. Dried material was noted on the optic. Condition is consistent with an explanted lens. In follow-up with account it was confirmed the patient recovered without complication. While we are unable to determine the cause of the damage, our observation reasonably suggests that it is not manufacturing related. The lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.